Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient currently enrolled in the (B)(6) trial was admitted to the hospital due to a right ventricular (rv) lead "malfunction." The patient experienced dyspnea and bradycardia. An intervention was completed and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that additional information revealed the right ventricular (rv) lead was also not capturing prior to being capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information revealed the right ventricular (rv) lead had dislodged, resulting in the rv lead being capped and replaced. No patient complications have been reported as a result of this event.